Event description:
It was reported that the battery was depleting faster and stimulation stopped when the patient had their laptop computer on their lap. The patient checked the battery and it was empty. This occurred (B)(6) 2015. The patient would keep the computer on a table. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a290, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
It was further reported that the issue had actually occurred a few days prior to (B)(6) 2015. The stimulator was charging faster than it was prior with the old recharger. The patient had effective therapy. She had not put her laptop directly on her lap since the issue. Her stimulator was not depleting quickly and she stated that everything was better.